Manufacturer narrative:
(B)(4). The customer provided one customer image for analysis. The arterial catheter and a non-arrow extension tubing were observed inside a bag. No obvious defects or anomalies were observed on the returned sample. The customer also returned one arterial catheter and lidstock for analysis. Signs of use were observed. Visual inspection of the catheter did not reveal any defects or anomalies on the returned sample. The catheter body length measured 83cm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The inner diameter of the catheter body tip measured 0.58mm, which is within the specification limits of "the catheter tip must allow the pin to be inserted from = 0.58mm to a depth of at least 2mm reversible tip deformation during the test is acceptable" per catheter product drawing. The catheter body outer diameter measured 1.04mm , which is within the specification limits of 1.04mm-1.09mm per the catheter body extrusion product drawing. A lab inventory guide wire (measured 0.52mm) was inserted into the catheter tip. No resistance was encountered as the guide wire passed completely through the catheter. Performed per IFU statement, "hold guidewire in place and remove introducer needle. Hold guidewire in place and remove catheter if catheter/needle assembly is used". A lab inventory syringe filled with water was attached to the catheter and flushed. No obvious blockage/resistance was encountered. The catheter flushed as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user , "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The IFU also states, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of an arterial catheter functionality issue was not confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any defects or anomalies on the returned sample. The sample met all relevant dimensional and functional requirements. The IFU provided with this product warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". A device history record review performed did not identify any relevant findings. Based on analysis of the returned sample, no problem was found as no functional or dimensional issues with the device were observed. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "a catheter was inserted on (B)(6) 2025 in the right radial artery at 4:00 am. It malfunctioned by 2:00 pm on the same day, with loss of blood pressure monitoring and inability to take blood samples." Another device was used. There was no medical intervention required. The patient's current condition is reported as "fine, back at home".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a catheter was inserted on (B)(6) 2025 in the right radial artery at 4:00 am. It malfunctioned by 2:00 pm on the same day, with loss of blood pressure monitoring and inability to take blood samples." Another device was used. There was no medical intervention required. The patient's current condition is reported as "fine, back at home".